Event description:
It was reported on (B)(6) 2026 that the infusion set cannula was bent, which elevated the glucose level and was treated with a correction bolus via insulin pen shot.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s.